Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the check pain was related to product performance of the farawave. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. Correction to initial MDR in blocks h6: patient codes.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced chest pain, suspected to be pericarditis. The patient underwent a ECG, was given a chest x-ray, and blood work was performed. They were prescribed colchicine after which the complication was considered resolved. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the check pain was related to product performance of the farawave. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced chest pain, suspected to be pericarditis. The patient underwent a ECG, was given a chest x-ray, and blood work was performed. They were prescribed colchicine after which the complication was considered resolved. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.